Event description:
It was reported that during an implant procedure that the left ventricular (lv) lead was unable to be advanced over the guidewire. The left ventricular lead was not used and the physician elected to complete the procedure with a different left ventricular lead. The patient condition was stable.

Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. As received, a complete lead was returned in one piece without the guidewire. The guidewire insertion could not be tested due to the offset inner coil at the distal region of the lead. The cause of the reported event was due to the offset inner coil consistent with procedural damage. The s-curve height was measured to be within specification.